Manufacturer narrative:
Information was rec'd via published journal. Please reference literature at the following location: http://www.ncbi.nih.gov/pubmed/25399966. Other device used: catalog #unknown, unknown zimmer trilogy liner, lot #unknown. It could not be confirmed if the devices are an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, type of activity (low impact vs high impact), and relevant medical history are unknown. Adherence to rehab protocol is unknown. A definitive root cause cannot be determined with the information provided. This event is reported through a journal article that studies short-term survival of the trabecular metal cup in comparison to similar cups used in acetabular revision surgery. As a result no devices or photos were rec'd; therefore, the condition of the components is unknown. The part numbers and lot numbers of the products are unknown; therefore, the device history records, complaint history could not be reviewed. These warsaw design controlled devices are used for treatment.

Event description:
It was reported that a patient underwent unknown surgical intervention of the hip due to dislocation, but were not revised.